Manufacturer narrative:
Eval is in progress, but not yet concluded. Customer states the preventative maintenance (pm) is overdue about one year.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the electronic pt gas system (epgs) would not calibrate. The system was not used for any cases and was set aside until the epgs was replaced. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.